Event description:
I had the essure implants 13 years ago. Since then I have had multiple adverse side affects including extreme menstrual bleeding requiring missed days at work. Extreme lower left abdominal pain. Brain fog and depression. I have undergone multiple tests over the years including the lab work, both abdominal and vaginal ultrasounds. Cervical and uterine biopsies. All with normal results. I am convinced these implants are causing my symptoms.